Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: event description (b5): additional information provided by the affiliate reported the broken needle returned along with the devices noted in the original event description was in fact used during the reported event. The needle was confirmed to be visually broken when received on june 12. 2020. Investigation summary = according to the information provided, it was reported that during a rotator cuff repair that the needle got stuck in the expressew iii suture passer w/ hook. The complaint device was received and evaluated. Visual observations reveals that the device is slightly worn, used but in expected condition. It is not possible to test its functionality since the needle is jammed inside the shaft of the gun. Besides, the needle was broken into the distal end. Therefore, this complaint can be confirmed. The possible root cause for the needle jammed can be attribute when repeatedly passing the needle through excess tissue causes that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing wear of internal components leading to rough deployment issues. Also, it is a possibility that when the needle was jammed inside the device, it was pulled out from the distal end of the device which broke the needle. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4). The lot number is unknown.

Manufacturer narrative:
(B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the needle got stuck in the expressew iii sutuer passer w/ hook. Another gun was used to continue with the procedure and during the case the needle got bent and the plastic card came off, the physician was able to remove the needle from the gun. Then while using the first 4.9mm healix advance sp biocomposite anchor they noticed that the guide was not loaded correctly and for the second anchor the inserter was cutting the tails of the sutures. Both anchors were successfully implanted. The procedure was completed with no patient consequences or delay. The gun and needle are available to be returned for evaluation.